Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports a verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected, and issue reported detached - stylet was not observed in the current manufacturing process. A device history record review was also performed , and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: plastic coating of stylet detached from stylet when stylet removed from endotracheal tube after intubation. 10 cm piece of plastic coating remained in ett which was in infant's esophagus. Infant electively extubated due to the plastic piece in original ett and reintubated. No reported injury.